Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the complaint investigation. Hamilton medical ag received the log files of the device for analysis. The logfile does not directly show that the panel connection lost alarm appeared, but it could be that it could not be logged due to the system failure. However, the start of the problem was logged: 22000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 tf: 1617 tech fault 1617, 2000-01-01 00:09:14 log buffer overflow 1000, (B)(6) 2025 05:21:44 flow 25 l/min setting 367, (B)(6) 2025 05:21:44 standby off special 507. Technical fault 1617 occurs when the graphical user interface process attempts to communicate with the vup (ventilation unit processor) but fails. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was with no patient involvement. The root cause was identified as a defective vu esm. The component was subsequently replaced, after which the device functioned as intended.

Event description:
Hamilton medical ag received the following description: after the device was switch on, it alarmed with panel connection lost. No patient involved.